Event description:
The customer reported getting a red x, and the unit failed to power up.

Manufacturer narrative:
The customer reported getting a red x and the unit failed to power up. The unit was evaluated at phillips, and the symptom was verified. Replacing the processor pca resolved the issue.